Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate and not confirm the customer complaint "sheath and cable problem". In logs, the faults could be identified that would be consistent with the reported failure. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, power cycled multiple times and functioned as expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope camera manipulator (ecm) and the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there were error messages stating that the sheath and energy cable could not be recognized. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.